Event description:
Complaint alleges plaintiff underwent a laproscopic surgical procedure to treat and cure right lower quadrant pain with probable endometriosis, right polycystic ovary, extensive adhesions and right hydrosalpinx. Complaint further alleges that during the procedure the pt "was subjected to monopolar cauterization without the use of an active laparoscopic instruments both of which previent stray electrosurgical burns." Complaint states that "monopolar curved scissors" were utilized & were defective. Complaint alleges pt sustained a burn of her small bowel resulting in additional procedures, sepsis reoperation; reactive airway disease, bilateral pneumothoraces, acute repiratory.